Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an (B)(6) female patient (B)(6) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered hemothorax requiring chest tube placement. It was reported that mid procedure, the patients¿ blood pressure dropped. Intracardiac echo did not display an effusion. A transthoracic echo was performed as well and still no effusion noted. An x-ray of the chest revealed a collapsed lung and due to hemothorax. A chest tube was inserted, and the patient improved and was stable. Caller stated that they were using 30-40 watts on the posterior wall, and 50 watts elsewhere. There were no steam pops, or high force readings during the procedure. The physician does not know what caused the hemothorax. The procedure date and event date were in the late evening of (B)(6) 2022. This adverse event was discovered during the last portion of the afib ablation of right sided pulmonary veins. In the physician¿s opinion, the adverse event was caused by complication of procedure, possible perforation, not a product malfunction. The patient has a history of multiple previous cardiac surgeries. The medical intervention provided to the patient was chest tube placement, blood transfusion, reversal of anticoagulants, admission to ICU. The patient outcome was improved after chest tube placement. The patient required extended hospitalization because of the adverse event as they required ICU bed post procedure.